Manufacturer narrative:
Two samples were returned. Twelve samples were not returned. There were ten cases with method codes of device not returned (4114) analysis of production records (3331), a results code of no findings available (3221), and a conclusion code of cause not established (4315). There were two cases with method codes of testing of actual/suspected device (10) analysis of production records (3331), a results code of operational problem identified (114), and a conclusion code of cause not established (4315). There was one case with method codes of analysis of production records (3331) incomplete device returned (4116), a results code of operational problem identified (114) and a conclusion code of cause cannot be traced to device (4310) there was one case with a method code of testing of actual/suspected device (10), a results code of inappropriate material (202), and a conclusion code of failure to follow instructions (18). There were two cases with a method codes of testing of analysis of data provided by user/third party (4112) analysis of production records (3331) device not returned (4114), a results code of no findings available (3221), and a conclusion code of cause not established (4315). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of intraocular lens (iol) damaged by delivery system. The reported patient ages range from unknown to 83 years. There were 2 male patients, 1 male patient and 11 unknown gender.